Event description:
It was reported that customer was experiencing unexplained high blood glucose for the last couple of months. It was stated that the doctor suggested having the insulin pump tested. Troubleshooting was performed. The customer's glucose level was 240mg/dl. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Performed the high pressure test and the test failed twice. Advised the caller that the insulin pump will be replaced and revert to back up plan. Instructed the customer to remove the cannula, and it was not bent. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor resistor scratched lcd window noted during visual inspection.